Manufacturer narrative:
A supplemental report is being submitted for additional information. A1 patient identifier updated from (B)(6) to (B)(6). A3 sex updated to male. D6b explanted date updated from (B)(6)2021 to (B)(6) 2021. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad was returned for evaluation. The controllers and battery were not returned for evaluation. Various an alyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the vad's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Internal pathological report revealed evidence of thrombus within the device. Dimensional verification revealed that the front preload measurement, rear housing disc curvature, and front housing disc curvature were found to be deviating from specifications. Log file analysis revealed that the (B)(6) was the primary controller, initially in use at the time of the reported event. Review of controller log files associated with (B)(6) revealed a sharp decrease in power consumption and estimated flows on (B)(6) 2021 and 14 low flow alarms logged on (B)(6) 2021 starting at 11:41:47. A sharp increase in power consumption to parameters above normal operating range was then logged and one (1) high watt alarm was logged on (B)(6) 2021 at 21:01:36. A vad stopped alarm was logged at 22:07:30 due to a vad minimum speed failure, which is the result of the pump operating below 1400 rpms for 10 seconds. A vad stopped alarm was then recorded at 22:10:45 due to a failure of the pump to restart after several attempts. This was followed by several vad disconnect alarms, indicating physical disconnections of the driveline from the controller, as well as controller power-up events, likely during troubleshooting. Additionally, a power disconnect alarm was logged involving the battery at 22:12:07. During the power disconnect alarm, a safety alert word (saw) value was recorded indicating an overcurrent alert. Leading up to the power disconnect alarm, the log files recorded high pump power consumption, which required more current from the batteries. The battery was most likely physically disconnected shortly after, causing the controller to log the event as a power disconnect alarm. Review of the controller log files associated with (B)(6) revealed a controller power-up event on (B)(6) 2021 at 05:43:51 which correlates with the reported controller exchange. A vad disconnect alarm was then logged at 05:44:00, indicating that the controller was likely powered up without the driveline connected. The vad disconnect cleared at 05:44:24, indicating that the driveline was connected to the controller, after which a vad stopped alarm was logged at 05:44:55 due to a failure of the pump to restart after several attempts. This was followed by additional vad disconnect a larms and another vad stopped alarm due to a failure of the pump to restart. As a result, the reported event was confirmed. Additional information received from the site indicated that a thrombus was confirmed and the patient experienced heart failure and hemolysis. The patient was given fluids in addition to anticoagulation intervention therapy, and the pump was exchanged. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus, heart failure, and hemolysis are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the available information and investigation conducted, the most likely root cause of the sudden decrease in power and flow event may be attributed to thrombus at the inflow cannula. The thrombus likely got ingested into the pump resulting in an increase in power and triggering the high watt alarm and vad stop alarms and prevented the pump from restarting. The most likely root cause of the vad disconnect alarms can be attributed to physical disconnections of the driveline from the controller. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6) h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 d1: heartware ventricular assist system ¿ controller 2.0 d4: serial #: (B)(6), h6: img code(s): g04035 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6), h3: no, device evaluation anticipated, but not yet begun h6: img code(s): g02002 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-oct-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Mfg date: 20-oct-2020 labeled for single use? No. (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited a sudden drop in power consumption followed by a rise in power above normal operation. A high watt alarm was also logged followed by a vad stopped alarm. After the vad stop, there were subsequent vad disconnect alarms and a power disconnect on the battery, and the vad failed to restart on the controllers. The patient was hospitalized and a thrombus was confirmed. It was noted that the patient's anticoagulation therapy was controlled at the time of the event. The ventricular assist device (vad) was exchanged and the controllers and battery were removed from service. No further patient complications have been reported as a result of this event.